Event description:
The analyzer had a partially plugged reagent metering probe which caused false negative results on quality control samples. There was no report of pt harm as a result of this event.